Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to the high blood glucose. The customer¿s blood glucose level was 162 mg/dl. The customer was experienced seizure. The insulin pump will not be returned for analysis.